Manufacturer narrative:
Visual evaluation was performed on the device and no damage was observed. Complaint of overheating could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on both dyonics power, dii and dii eip test control units with and without a footswitch. Current draw was average for this product and overheating did not occur during functional testing. Customer¿s complaint of unit running without buttons being activated could not be reproduced. All button functions performed as expected. No problem was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hip arthroscopy procedure, the device was running without buttons being activated and was getting extremely hot. A backup device was used to complete the procedure. No patient injury or complications were reported.